Event description:
Health care professional reported a home pt was diagnosed with peritonitis on 10/31/1998, while reusing cycler sets for automated peritoneal dialysis therapy. Per health care professional, the home pt's catheter was removed. Health care professional states she understands sets are designed and labeled for single use only.